Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit and the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle had thermal damage on the pulse pins and was unable to complete incoming functional testing. Additionally, the rear response button trace was cut and non-functional. The root cause for the burn pins could not be positively identified. No adverse event resulted from the damaged monitor.